Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 680 mg/dl. The customer stated that her sensor was reading inaccurately. The patient was treated with manual insulin injections and two IV bags of fluid. The patient had experienced most notable symptoms of high blood glucose except for vomiting. Troubleshooting was initiated for the high blood glucose and a bent infusion set cannula was discovered. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned for analysis.